Event description:
A report was received on 12 apr 2024 from a health care professional (hcp) who stated a dialysate bag leaked while initiating renal replacement therapy on (B)(6) 2024. Additional information was received on 17 apr 2024 from a hcp who stated there was no adverse impact to the user or patient.

Manufacturer narrative:
No product was received for evaluation. The instructions for use states that if a leak is found, discard the solution and a new dialysate bag can be used. All treatments must be administered under a physician''s prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.